Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection of the unit from lot 1223546, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The root cause could not be determined as engineering was unable to replicate the incident.; the internal component damage is unrelated to the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "dr. (B)(6) was performing lap chole with 1x1mm port and 3x5mm ports. Dr. Identified cystic duct or cystic artery. Dr. Fired clip in one single motion. Clip fired several good clips then started spitting clips. I mentioned that the device could misfire if grip was dosed rapidly and recommend device be removed and test fired several times before continuing, he did so and it continued to misfire. I recommend we open new device. We did. Second clip fired one clip and then misfired. Dr. Asked for 5mm port to be added to retract aumentuim to inspect clips. Dr asked for additional 11mm port and reusable clip applier and yellow clips. Blood was pooling at base of gallbladder. Could not find source of bleeding. Dr. Converted to open. Coordinator told me that dr. Thinks clip applier scissored artery." Type of intervention - "converted to open."